Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were confirmed. Upon further testing, an interfering factor to streptavidin was found in the sample. This interference is documented in product labeling for the assay.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 results for one patient sample. The sample was submitted for investigation and was tested on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not suspected. A possible cause may have been a micro clot or fibrin filament in the sample which caused a pipetting issue.